Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed downstream occlusion. Leakage was seen on the patients shirt and blood backing up in tubing. No patient injury reported. No further information available.